Manufacturer narrative:
Covidien reference (B)(4). Service engineer troubleshot this issue with the customer and recommended to replace the keyboard. Covidien was not authorized to service the device.

Event description:
It was reported that an 840 ventilator had unresponsive keyboard. The ventilator was not in use on a patient at the time the malfunction occurred.